Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: additional applicable product code: nhl. Additional suspect medical device components involved in the event: product family: dbs-lead fixation upn: m365db4600c0 model: db-4600-c serial: na batch: 32930610 UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure due to inadequate initial lead placement. As a result, the physician felt they were unable to effectively treat the patient's symptoms without causing severe side effects from stimulation. The patient's symptoms included tremors, rigidity, and dystonia. The revision procedure was successful, and the patient is expected to have a better therapeutic window for treatment with the new lead placement. The patient is doing well post-operatively. The explanted device will not be returned to boston scientific, as it was retained by the customer.